Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The patient died at home due to heart failure. It was not reported whether the patient was hospitalized prior to death. Diagnostic and treatment information was not reported. It was not reported if dianeal therapy was ongoing until the time of death and it was not reported whether the patient was using peritoneal dialysis (pd) disposables at the time of death. Reported by a physician and a nurse. The patient took part in a study. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.